Manufacturer narrative:
Device wasn't made available to evaluate. If additional information becomes available a supplement will be filed.

Event description:
On oct. 11, 2017, customer reported that during a biopsy procedure the patient had a rupture of the gel silicone implant. We were unable to obtain additional information.